Manufacturer narrative:
This report is submitted on 31 july 2020.

Event description:
Per the clinic, the patient experienced poor performance with device use resulting in explant of the device (date not reported). It is unknown if the patient was re-implanted with a new device as of the date of this report.